Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. .

Event description:
It was reported that the device alarmed critical insulin pump error alarm. Customer's blood glucose was 78 mg/dl. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
A broken force sensor error noted in the insulin pump history and critical pump error open book noted on pump history due to moisture damage on the electronic assembly. Moisture damage was also found on the motor, battery tube, vibrator and keypad flex tail noted. Unable to perform the functional test, including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error open book. The insulin pump received with scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, serial number label stained and minor scratched lcd window.